Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on troubleshooting steps, but the issue persisted, so a replacement pump was sent. The customer was informed that the new pump's software would not be compatible with their current sensor, and they were advised to consult their healthcare provider for a compatible sensor prescription. The customer agreed to use their current pump with a mobile app until the replacement arrived and was instructed on how to return the faulty pump to avoid charges. Customer will continue to use current pump.